Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported persistent overcorrections in a patient's left eye. The patient refuses to wear glasses. The patient had left lens replacement which resulted in an over correction. Lasik was done to enhance intraocular lens (iol) procedure outcome. An over correction resulted and another lasik procedure was done to correct the outcome of the first lasik procedure. An overcorrection was again noted and a sulcoflex piggy back iol was implanted and removed. A sulcus fixated iol was implanted. Photo refractive keratectomy (prk) was performed. Epithelial ingrowth was reported. Therefore, no further lasik enhancements will be performed. Post prk resulted in an over correction.

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).